Manufacturer narrative:
The product associated with this complaint was not returned. The failure of this device is associated with a product recall (z-1215-2014). Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacturer.

Event description:
It was reported that encode zirconia abutment fractured.